Manufacturer narrative:
(B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber (2mm25cm 150), it was reported that leaked pressure occurred during inflation. Slow leak, almost like a pinhole in balloon. There was no report of patient injury. The product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: during the use of a saber (2mm x 25cm 150cm) balloon catheter (bc), it was reported that leaked pressure occurred during inflation. Slow leak, almost like a pinhole in balloon. There was no report of patient injury. The product was returned for analysis. A non-sterile unit of saber 2mm x 20cm 150cm bc was returned. The balloon was returned uninflated. The balloon was still inside of the protective tube. No anomalies/damages were noted in the returned device. Per functional analysis no leaks were noted and therefore it was performed successfully. Per microscopic analysis no damages were noted. A device history record (DHR) review could not be performed as no lot number was provided. The reported ¿balloon leakage - (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. Vessel characteristics are unknown. As no lot number was supplied a DHR could not be completed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.